Manufacturer narrative:
Conclusion statement: user error contributed to event. There was no device failure.

Event description:
Per attorney, allegedly pt had severe pain and disability and revision surgery was performed.